Manufacturer narrative:
(B)(6) customer service requested the customer contact them to conduct troubleshooting. In follow up with a complaint handler on 06/30/2021, the customer indicated that she developed mastitis at the beginning of (B)(6) 2021 and was prescribed an antibiotic. She indicated that she has not had time to contact customer service, but she no longer has a fever although she still feels engorged every now and then. The complaint handler emailed (B)(6) customer service and asked them to reach out to the customer. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer emailed medela (B)(4) alleging that her freestyle flex breast pump membranes were getting loose for the past 2 weeks and her milk supply is getting low. She alleged this has caused her engorgement that turned into mastitis, which is painful.